Manufacturer narrative:
Device received with partially broken off reservoir tube lip. However the test reservoir was lock or click in place. Device passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was 143 mg/dl. The customer stated that the broken pieces from the lip ring and inside it. The customer stated that the reservoir was able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.